Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number gd893743. No exceptions were observed that were related to the reported condition. This is the same patient as (B)(4).

Event description:
This is report 2 of 3, for the minicap in this event. This is a report of peritonitis in a patient, coincident with dianeal therapies for peritoneal dialysis (pd). The next day, the patient was hospitalized for the event. However, the treatment was not reported. Four days later, the patient was discharged from the hospital. The patient was recovering from the peritonitis.